Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 178,472 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
(B)(4).